Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. It was reported the patient¿s physician overmedicated her with the pain pump and oral medications. No further information was provided. No further complications were reported or anticipated.